Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair has a 7 flash error code. Per the provider, the end user alleged he hit a bump and the chair shut off.